Manufacturer narrative:
(B) (4)

Event description:
The patient felt simulation coverage on her left body side and not the target area of her lower back. The patient was seen in clinic. Reprogramming was unsuccessful in providing the needed coverage pattern. An x-ray determined that lead was too far to the left. The patient was scheduled for revision surgery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.